Manufacturer narrative:
(B)(4). Note: this report is being filed on an international product, architect (B)(6) combo, list 4j27, that has a similar product distributed in the us, list 2p36. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. According to the package insert of the architect (B)(6) combo assay all specimens that are initially reactive must be centrifuged at greater than 10,000 rcf for 10 minutes and retested in duplicate and the customer should confirm a repeat (B)(6) result with a supplemental assay. The product was not available for return. Testing of an in-house retained kit stored at the recommended storage condition was performed; all specifications were met indicating the assay is performing acceptably with regard to clinical specificity. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Event description:
The customer observed a (B)(6) result for one (B)(6)-year old male patient on the architect (B)(4) analyzer. The nurse also experienced an accidental needle stick while treating this patient. The patient and the nurse both received unnecessary (B)(6) drug therapy. The nurse was not tested for (B)(6) prior to starting the anti-viral medication. No further details are available due to (B)(4) privacy laws. (See manufacturer report 3002809144-2015-00014 for the (B)(6)-year old patient.)